Event description:
A 43 yr old white g1p1 female status post bilateral subglandular inframmary "salines" in 1935 for augmentation (had involutional atrophy and post-nursing ptosis). Pt complains of increased hardness and pain on lt for 3 yrs. It has gotten lumpy on top; pain severe, adenopathy, fatigue, drenching night sweats, hair loss, and sensitivity to sun. She denies decreased size & no history of trauma. Pt otherwise healthy.